Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user's report was confirmed. The unit could not insufflate due to foreign material lodged in the nozzle. Additionally, the cover had been deformed and was compromising water tightness. The forceps channel port was dirty. The grip and switch box were both cracked. The cylinders both had discoloration present. The unit's insulation resistance value at the distal end did not meet specifications due to a crack in the cover. The objective lens and light guide lens were both cracked. The connecting tubing was wrinkled/deformed, and the universal cord had buckling present. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer originally returned their evis exera iii gastrointestinal videoscope due to an insufflation issue noted during a therapeutic esophago-gastro-duodenoscopy procedure. According to the initial reporter, it was impossible to insufflate the subject device. The procedure had to be completed by changing to a similar unit. No patient harm was reported. During the device evaluation, it was discovered that insufficient or incorrect reprocessing had been performed on the subject device. This report is being submitted to capture the insufficient reprocessing discovered during the device evaluation.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 17-mar-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that a piece of silicone rubber product or injection tubing entered the air/water channel, clogging the nozzle. The root cause of why the foreign material was present could not be determined. The following is included in the instructions for use (IFU) and may have helped detect or prevent the foreign material clogging the air/water nozzle: "inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities." Olympus will continue to monitor field performance for this device.